Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for device upgrade, noise causing inappropriate auto mode switching (ams) was noted on right atrial lead. The lead was capped on (B)(6) 2019 and replaced. Patient was stable.